Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 4.1 and 4.2 were not detected on the bus. A field service engineer (fse) reseated the row board connections, rebooted and tested in hardware test application to resolve the issue. The fse reconfigured the settings for label printer as per the customer request and ran a test print successfully. The customer tested both drawer and printer functionality successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on the bus. The customer stated that there was delay, but the malfunction occurred when the user tried to issue medication to the patient and the user managed to retrieve the medication from another station. However, there were no adverse events or injuries reported based on this event.